Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that during a routine follow-up, oversensing noise was observed on this right atrial (ra) lead. The field suspects there is a potential insulation issue with the ra lead. No intervention has been performed at this time and the patient will continue to be monitored. No asystole of greater than two seconds was noted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.